Event description:
It was reported that this pacemaker was showing signs of early battery depletion. Data analysis showed the power consumption for this pacemaker was higher than expected. Device replacement was recommended. The pacemaker was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
This supplemental report is being filed to because the product was returned and analyzed.